Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection / abscess is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. A relative of the patient reported that the patient was referred to the emergency room due to a fever and abdominal pain with a foul smell coming from the peg site. After a series of tests, x-rays, and a CT scan, a large abscess was diagnosed. The patient was referred to surgery where the abscess was surgically drained and the peg tube was removed. The patient was hospitalized and treated with unspecified intravenous antibiotics. It was reported that the patient's condition was improving and the antibiotic therapy was continuing. The patient was discontinued from the duodopa pump and a non abbvie branded intestinal tube was inserted.